Event description:
A technician reported that following intraocular lens (iol) implant surgery, a patient reported experiencing blurry vision and the surgeon noted an unexpected postoperative outcome. Additional information was received from the technician, who indicated the patient had pre-existing dry eye syndrome (des), epiretinal membrane (erm) and a posterior vitreous detachment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. (B)(4).